Manufacturer narrative:
Date sent to the FDA: 2/7/2021. Additional information: a1, a2, b7, d3, g1, g4.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent excision of the anterior only mesh and excision of the peripheral nerve on (B)(6) 2017 during which the surgeon noted ¿he pealed the external oblique off of the anterior mesh. He noted the mesh to be quite adherent to the spermatic cord. He excised the anterior onlay piece of the mesh of entirely. He tried to take some of the stalk down through the ring, until he reached the preperitoneal space. He transected the mesh.¿ it was reported that the patient experienced severe pain, chronic and acute, nerve damage, excision of peripheral nerves, numbness in his left groin, seroma, mesh excision, stress and anxiety. No additional information is provided.